Event description:
When coag mode was activated on the pulsar system rf energy was delivered as expected but, when releasing the coag activation button rf energy was still being delivered and the pulsar system display showed that the system was activated. No patient impact or injury.

Manufacturer narrative:
Product event # (B)(4). Method and results: facility disposed of device. Device is not available for return and inspection. (B)(4).